Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a corneal burn at the incision site during a cataract procedure. Suturing was reported to be difficult. One day after the surgery, the patient's status was reported to be good. Additional information has been requested but not received to date.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported ¿a severe corneal burn, iris hernia, astigmatism, a suture rework with conjunctival overlap, and a corneal graft right eye (od). The surgeon noted a burn at the entrance of incision site and a ¿white cataract¿ was described. Pre-operative report: this patient is a (B)(6) year old male patient who was scheduled for surgery on (B)(6) 2016. The event occurred after phacoemulsification/ fragmentation, at about the ten minute marker. The patient was hospitalized from (B)(6) 20th. Intraoperative report: an intraocular lens implant (iol) and viscoelastic was used during the case. The surgeon attributed the phaco power and the hard/dense lens to have contributed to the reported event. The cataract was listed as completed white and dense. The burn was described as severe at the incision site and required 5 sutures to seal the wound. During the procedure the surgeon confirms intraocular collapsing, hypotony, iris prolapse, and hyphema right eye (od). The surgeon reports that no occlusion bell was heard and the patient was confirmed to have been level with the cassette. On (B)(6), the conjunctival overlap and suture re-work were performed on the patient. On (B)(6), the corneal plug graft was performed on the od. Astigmatism still exists pending the graft healing. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system operator¿s manual contains instructions for proper prime and setup. The systems¿ graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the equipment contributed to the reported event.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The suspected handpiece was not tested at the site. Therefore, the handpiece non-conformance could not be confirmed. However, the system was manufactured on august 4, 2016. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer, who reported the patient experienced a severe corneal burn in the right eye with iris hernia after phaco fragmentation on a white cataract. There was no occlusion bell noted during the procedure. Five sutures were used to close the wound. The patient is noted to have postoperative astigmatism. The patient was hospitalized 11 days after the initial procedure. Corneal suture rework with conjunctival overlap was performed. Subsequently, 3 days later, the patient underwent a corneal graft. The surgeon reported that the phaco power and hard/dense cataract caused or contributed to the event.